Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty air in line (ail) printed circuit board (pcb) with a broken ail pcb wire. The pumphead module was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 810:04, which was identified during bio-med testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by a faulty air in line (ail) printed circuit board (pcb) with a broken ail pcb wire. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.